Event description:
Patient was receiving blinatumomab (drug) infusion via cadd-sohs vp ambulatory pump. The bag did not infuse fully as ordered. Pump states it did infuse the total amount. Bag was corrected compounded. Therefore, reporting pump under-infusion to malfunction. Event abated after use stopped or dose reduced: yes.